Event description:
It was reported that, during patient use, a ventilator became inoperable. The patient was transferred to another ventilator without harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot this malfunction with the customer over the telephone. The tse recommended running testing to troubleshoot the ventilator. The customer followed the tse recommendations and reported that he was unable to duplicate the malfunction. Additionally, he reported that the plug for the temperature probe on the ventilator circuit had become dislodged, and it was the reason for the unit not ventilating appropriately. The ventilator passed all tests.